Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used for ventilation. The root cause of the event could not fully be determined. Possible root causes could be a failure of the esm board or a loss of voltage due to a mechanical damage to the supply voltage connector of the control board. In consequence (correction) the control board, esm board and tesla spy board were replaced. There was no patient or user harm reported.

Event description:
Similar event has occurred exactly one year ago, see cer: (B)(4). Where the esm board was replaced. This time, incident occurred when transport was taking a patient to MRI. They were transporting on the vent when it started alarming (high pitch constant alarm). The screen and buttons all froze, nothing could be done with it and it stopped ventilating the patient. They were able to get it to stop alarming and unfreeze by pushing the o2 button and power button at the same time for 10 seconds and then it seemed to work fine after that for the rest of the transport and scan.